Event description:
It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated three times at 6 atm for 10 seconds per inflation. However, it was noted that the balloon ruptured during third inflation. The device was directly removed from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.